Manufacturer narrative:
The date of implant is unknown. As stated in the instructions for use the optease retrievable filter can be retrieved up to and including 12 days after placement. The optease retrievable filter is considered a permanent implant if it is not retrieved within the specified time period. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Various complications have been reported with use of retrievable ivc filters. The predominant concern is the development of endothelialization, which would make subsequent removal impossible. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Incorrect orientation of the filter is a known complication for filter placement as indicated in the IFU. The timing and mechanism of the filter tilt remains uncertain. A number of factors could have been involved, including change in the anatomic configuration with lateral displacement of the ivc filter as a result of the gravid uterus as well as forceful uterine contractions during labor, which modified the shape and diameter of the ivc. It is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.

Event description:
Mcconville et al in failed retrieval of an inferior vena cava filter during pregnancy because of filter tilt: report that a removal of an ivcf was attempted 28 days after initial placement; however, the filter had tilted, which caused the hook to become embedded in the ivc wall; consequently, it could not be snared. The patient was a (B)(6) primigravida, who presented at 38 weeks of gestation with a history of pain and heaviness in both legs. There were no risk factors for dvt or pe. Clinical examination showed bilateral swollen legs. No chest signs were present, and electrocardiogram and blood gases were normal. Doppler venogram was performed, which showed bilateral extensive ileofemoral thrombus. A clinical diagnosis of dvt was made, and the patient was started on therapeutic clexane (enoxaparin sodium, sanofi-aventis, (B)(4)). After discussion, an optease filter (cordis endovascular, johnson & johnson, (B)(4)) was inserted in a suprarenal position within 48 hours of diagnosis, and the positioning was deemed satisfactory. Clexane was discontinued for induction of labour at 39 weeks gestation. A healthy baby boy was delivered by vacuum extraction because of delayed second stage. Clexane was then recommenced 24 hours later, and the patient was subsequently placed on warfarin.